Event description:
Customer reported she was hospitalized due to high blood glucose. Blood glucose at the time of the admission was 280mg/dl. She stated that she has been treated with insulin drip and current blood glucose value is 149mg/dl. Customer complained about having skin irritation at the insertion site. No malfunction of the insulin pump was noted during troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.